Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
Reference MDR # 1219856-2011-00151 for the first event involving the same pt. It was reported from the (B)(6) competent authority that an attempt was made to insert the second intra-aortic balloon (iab) through the sheath. The insertion was unsuccessful; pt was in critical condition during the procedure. The pt was transported to dept 13, successful attempt on insertion of a different type iab.